Event description:
The customer reported that he dropped the insulin pump and the bottom of the device fell off. The blood glucose reading was 170mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube, cracked reservoir tube window, detached end cap, and cracked battery tube threads.